Event description:
Info was received that reported a pt was hospitalized in 2009 due to hyperglycemia. Per the pt, she experienced several days of elevated blood glucose. On the morning of the day of event, the pt went to the ER. She was admitted to the hosp with a diagnosis of diabetic ketoacidosis. Upon admit her blood glucose was >700 mg/dl. She was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.